Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. The lead impedance test could not be performed due to the lead was returned incomplete consistent with procedural damage.

Event description:
It was reported that there were increased capture threshold and high pacing impedance were observed right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.